Manufacturer narrative:
The following sections have been updated accordingly: additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
The sections have been updated accordingly: during the prep of blue/aviator/plus 6x15/142p pk the stent delivery system (sds) was being delivered to the lesion and the balloon could not be released, therefore the stent could not be released. It was replaced with the same product catalog number. This complaint product was not used in the patient. No adverse event in the patient. Multiple attempts were made without success to obtain additional information. The product was returned for analysis. A non-sterile blue/aviator/plus 6x15/142p pk sds was returned. Per visual analysis the balloon was not inflated. No damages or anomalies were noted on the device. Per functional analysis the indeflator device (lab sample) was attached to the inflation lumen. Pressure was applied to ten atmospheres (nominal pressure). No leakage was detected. Balloon inflation pressure remained steady. Pressure was increased until the manometer reach the rated burst pressure of 12 atmospheres and no leakage was detected. Inflation pressure remained steady. Dimensional analysis was no performed as the balloon inflated as expected and no anomalies were observed. A product history record (phr) review of lot 17304476 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon - inflation difficulty/unable to inflate¿ was not confirmed by analysis of the returned device as visual and functional analysis was performed successfully. The exact cause of the reported event could not be determined. According to the information for safety labeling ¿contraindications generally, contraindications to percutaneous transluminal angioplasty (pta) are also contraindications for stent placement. Contraindications include, but may not be limited to: patients with highly calcified lesions resistant to pta. Warnings patients with highly calcified arterial lesions highly resistant to pta may not be suitable for this implant. Precautions prior to use, the product should be examined to verify functionality and integrity.¿ the device performed as intended and therefore the reported event could not be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time at this time.

Event description:
As reported the during prep of blue/aviator/plus 6x15/142p pk the stent delivery system was being delivered to the lesion and the balloon could not be released, therefore the stent could not be released. It was replaced with the same product catalog number. This complaint product was not used in the patient. No adverse event in the patient. The product will not be returned for analysis. Multiple attempts were made without success to obtain additional information.

Manufacturer narrative:
This device was returned for analysis but the engineering report has not been completed as of date. Additional information is pending and will be submitted within 30 days upon receipt. A review of the manufacturing documentation associated with this lot 17304476 presented no issues during the manufacturing process that can be related to the reported complaint.

Event description:
As reported the during prep of blue/aviator/plus 6x15/142p pk the stent delivery system was being delivered to the lesion and the balloon could not be released, therefore the stent could not be released . It was replaced with the same product catalog number. This complaint product was not used in the patient. No adverse event in the patient. The product will not be returned for analysis. Additional information has been requested.